Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 117" and "bridge test failed" messages. Complainant indicated that there was no pt involvement in the reported malfunction.